Event description:
It was reported a transient ischemic attacked (tia) occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 24mm closure device was successfully implanted in the laa. Approximately one (1) hour post procedure the patient had symptoms of difficulty with left arm movement and weakness in hand grip. Imaging of the brain was performed and there was no evidence of stroke on brain imaging. After several hours, it was reported that the patient began to have improved movement and grip again. There was no additional intervention required.